Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebx1581 showed three other similar product complaints from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that in the evening of (B)(6) 2018 the patient reported to the nurse that the PICC broke off at the junction of the lumen and "injection site." The PICC was clamped and taped for the night, and removed by the staff the next morning. The patient claimed to have not tampered with the line when questioned by hospital staff. No patient injury reported.